Manufacturer narrative:
Evaluation results: lack of info (unk cause of paralysis). Inherent risk of procedure (central or peripheral nervous system impairment). Conclusions: lack of info (unk cause of paralysis).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported procedure was managed and completed without complication. Final completion angiogram revealed no endoleaks and palpable pulses bilaterally. It was reported that approximately eight hour's post-procedure, the patient was complaining of decreased capacity of lower extremities. The physician attempted to reverse the paralysis with medications; however, this was to no avail. There were no device failures reported or evident before or post-procedurally. The device is stable to-date; the post procedure/implantation of this device has resulted in irreversible damage to the function of the lower extremeties. The patient remains paralyzed.